Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: rebooting was observed in the pump black box. The pump alarm history showed that a low battery warning was confirmed on (B)(4) 2012 at 6:46 pm and a replace battery on (B)(4) 2012 at 8:36 pm prior to rebooting. The pump black box shows that the patient continued to use the pump after the reported power issues and no further power events were noted. The pump electrical currents were tested and confirmed to be within specifications. A replace battery alarm was induced and the pump gave the appropriate audible and visual alert. The pump was opened and there was no damage found to the power circuit.

Event description:
On (B)(6) 2012, the patient contacted animas alleging there was no power to his pump. The patient reported he became aware of the issue when he received a message from his meter remote that it could not communicate with the pump. The patient reported that he replaced the pump's battery and confirmed it powered back on. At the time of the call, the patient reported that his blood glucose was about 570 mg/dl. The patient denied developing symptoms suggestive of hyperglycemia. The patient bolused in response to the high bg and during a follow-up call with the patient, the patient reported that his bg had come down to 451 mg/dl. At the time of troubleshooting, review of alarm history confirmed that the patient received a low battery alarm at 6:46pm on (B)(6) 2012 and a replace alarm at 8:36pm that same evening. The patient did not know how soon after the replace battery alarm the pump lost power. The patient informed customer support that he does not always pay attention to the pump alarms. Customer support encouraged the patient to change battery before he gets the replace battery alarm. This complaint is being reported because the patient obtained a blood glucose reading greater than 500 mg/dl while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error since the subject pump alerted the patient of the insulin delivery interruption; however, the patient failed to acknowledge the alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.